Manufacturer narrative:
(B)(4).

Event description:
It was reported that a broken sensor wire occurred. The sensor was inserted into the arm on (B)(6) 2026. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No serious or prolonged patient harm or medical intervention was reported.

Manufacturer narrative:
(B)(4). 3004753838-2026-099444 was reported in error. Please disregard initial reporting of this event as this event has now been deemed not reportable.

Event description:
Subsequent to the supplemental MDR submission, product was received for evaluation on 03/04/2026 for the applicator. After further review, this complaint has been determined to be not reportable per corpft-140202.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a broken sensor wire occurred. The g7 wearable was received and evaluated. An external visual inspection was performed and major damage was found. External visual inspection failure was performed and goose necking was found. The allegation was not confirmed via product. However, it was found that an applicator deployment issue occurred. Probable cause could not be determined. The applicator has been returned, and the investigation is being reviewed. A supplemental report will be submitted after the review is complete. No additional patient or event information is available.